Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 435 mg/dl in the middle of the night. Customer removed site and it was found that cannula was bent. After infusion set change, customer's blood glucose was lowered to 273 mg/dl. Customer declined troubleshooting for high blood glucose and bent cannula. Bent cannula may have been due to customer not following directions.